Event description:
Infant with peripheral IV access with a trifuse infusing total parenteral nutrition (tpn), lipids and a medication line. Registered nurse (rn) noted tpn to be leaking at the tpn filter on the trifuse as linen was saturated and trifuse sticky to the touch.